Event description:
Reference number (B)(4). Event occurred in the united states. On 23-sep-2024, the patient reported that there was a blockage in the tubing, which cause the patient blood glucose levels was elevated to high, therefore patient had received correction bolus via pump. The patient changed supplies as necessary and resumed insulin therapy. No further information available.